Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks and that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had noise and was fractured. The rv and pace/sense portions of the lead were capped and replaced and the svc portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that a lead integrity alert was triggered on (B)(6) 2012 due to meeting the sensing integrity count and non-sustained tachycardia conditions. One episode of ventricular fibrillation and 14 non-sustained tachycardia episodes of less than 220 mili-seconds were recorded on (B)(6) 2012. Beginning (B)(6) 2012, 1189 ventricular sensing integrity counts were recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.